Event description:
Paramedics responded to a person with agonal respirations and pulseless. The device was connected to the patient and their ECG was diagnosed as pulseless electrical activity. External pacing begun with device and both a femoral pulse and a cartoid pulse was palpated. According to the reporter, the device stopped pacing and had to be reset several times. The patient was transported to the hospital with no further incidents. Patient outcome unknown.